Event description:
It was reported that during implant there was no atrial or ventricular pacing when the leads were connected to the device. The lead measurements were found to be acceptable, so the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found. Competitor implantable pacing leads x2: (B)(6) 1992. (B)(4).